Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49mg/dl and that the insulin pump alarmed insulin flow blocked. The customer treated with juice. The customer declined troubleshooting for low readings. Customer was assisted with insulin flow blocked alarm. Customer's blood glucose level was unknown at time of call. Customer stated that insulin pump alarmed again during fill cannula process. During insulin pump rewind, customer stated that when they tried to push insulin through tubing, the insulin did not exit and there was greater than normal resistance with plunger push. Customer was advised that alarm was caused by infusion set and reservoir connection and was advised to change the infusion set, reservoir. Reservoir was found to be expired. The insulin pump will not be returned for analysis.